Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer also mentioned receiving no delivery alarms. The caller stated that she has been sick lately and had not bolused when eating. The customer also experienced low glucose of 68mg/dl the day before the call, nausea, and thirsty. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found weak and low battery, motor error during prime, and no delivery alarms. Advised the caller to call back when the tubing clamp arrives to continue testing. The customer stated that the device was not exposed to an MRI, but she works in the hospital. The customer's glucose reading at the end of call was 453mg/dl after bolusing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.